Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that during a laser assisted cataract surgery, the surgeon noticed a tear in the capsule that ran posterior after removing cortex. A vitrectomy was not required. The case was completed without further incident. The surgeon does not believe the tear was caused by laser, but is unsure of the cause.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on (B)(6) 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).